Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-09172, 2017865-2019-09176. It was reported that the patient presented to the emergency room and an infection was noted. The patient's system was explanted on (B)(6) 2019. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.